Event description:
The pt was implanted with a left ventricular assist device. The vad co-ordinator reported that the system controller alarmed a flashing green power symbol and flashing battery fuel gauge while the pt was at home. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The system controller was returned to the MFR, and the investigation was completed. The report of the system controller alarming was confirmed and reproduced during analysis. The white power cable was found to have a damaged/severed conductor at the connector end. Movement of the white power cable at the connector end resulted in low battery and cable disconnect alarms as well as interruption in pump support while tethered to the power module. The log file was reviewed as part of the investigation and the data recorded suggested interruptions in pump support as well as low battery alarms and the reversion to the back-up mode. A review of device history records for this controller showed no deviations from mfg or qa specs. The MFR is currently addressing this issue through its corrective and preventive action system. No further info is available at this time. The MFR is closing its file on this event.